Event description:
Account executive of homept reported leaking transfer set. Rn noted crack in 6 month old transfer set, possibly due to home pt "bending tubing". Rn noted home pt was treated with 750 mg vancomycin ip daily for 4 days as a precaution. No home pt injury reported as per rn.